Manufacturer narrative:
Approximate age of device ¿ 12 days. A correlation between the device and the reported event could not be conclusively determined. The pump was not explanted; therefore, no product was available for investigation. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 12 days of support, the patient expired due to ischemic stroke. Reportedly, the device was working as expected the entire time of support. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a user report was received stating: ¿an lvad was implanted on (B)(6) 2018. In the postoperative course he did not wake up. The cct-diagnosis showed a brain stem insult with occlusion of the basilar artery as well as a territorial infarct in the mediastromal region on the right. If the neurological prognosis was very poor, the lvad device was switched off after a detailed discussion with the family and a maximum palliative therapy was initiated. Until then, the device had worked without any problems. He died on (B)(6) 2018". No additional information was provided.